Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2015-02287 / 02289). The previous revision procedure on (B)(6) 2014 was reported on medwatch number 1825034-2014-09184.

Event description:
It was reported that the patient underwent a total hip arthroplasty on (B)(6) 2001. Subsequently, patient was revised on (B)(6) 2014 due to chronic dislocation caused by poly wear. The modular head and liner were removed and replaced. Patient was further revised on (B)(6) 2015 due to recurrent dislocation. During the procedure, the surgeon could not get the new stem to fit, so the original stem was cemented back in. The modular head, acetabular cup, and liner were removed and replaced.